Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (mishappen blade) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num: 2523835-2025-01297. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitreoretinal surgery, the ophthalmic blade was found to be misshapen. It appeared tapered at the mid-shaft and did not fit into the trocar. Product details were not provided. The surgeon removed the blade and opened a new one, which fit as expected through the trocar. There was no impact on the patient, only a brief delay in exchanging the product during the procedure.